Manufacturer narrative:
Concomitant medical products: dtbb1d1, crtd, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead and right ventricular (rv) lead had a high threshold. The lv lead and rv lead re main in use. No patient complications have been reported as a result of this event.